Event description:
A shockwave c2 aero coronary intravascular lithotripsy (ivl) catheter was used to treat a very calcified lesion in the coronary arteries. A total of 59 ivl pulses were delivered. The ivl balloon burst after 5 cycles. The patient experienced chest pain following the balloon rupture, which was treated with nitro ia and was resolved by the end of the procedure. There was no additional patient harm reported.

Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported balloon rupture was confirmed. Based on the reported information and investigation observations, the root cause of the balloon rupture could possibly be attributed to patient calcium and heat effects. The cause of the chest pain could not be definitively determined based on the information available. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.